Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from a small hole on one of the tubing lines which was laying on the floor after cancelling their pd treatment. The patient reported receiving multiple air detected in cassette alarms during drain 3 of 5 during treatment; therefore, the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not re-setup treatment or revert to alternate treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). The patient could not determine which tubing line laying on the floor had the hole. There was no fluid on the cycler, the cassette nor in the pump module area. Upon follow up, the pdrn stated the patient did come into the clinic that same morning and due to the indecision as to which tubing line had a hole, the pdrn administered prophylactic antibiotics to the patient and released her to go home and perform her treatments with her current cycler and new cycler sets. The pdrn and the patient confirmed that the patient was able to complete peritoneal dialysis treatments with her current cycler without issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set was retained and will be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found showing that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from a small hole on one of the tubing lines which was laying on the floor after cancelling their pd treatment. The patient reported receiving multiple air detected in cassette alarms during drain 3 of 5 during treatment; therefore, the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not re-setup treatment or revert to alternate treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). The patient could not determine which tubing line laying on the floor had the hole. There was no fluid on the cycler, the cassette nor in the pump module area. Upon follow up, the pdrn stated the patient did come into the clinic that same morning and due to the indecision as to which tubing line had a hole, the pdrn administered prophylactic antibiotics to the patient and released her to go home and perform her treatments with her current cycler and new cycler sets. The pdrn and the patient confirmed that the patient was able to complete peritoneal dialysis treatments with her current cycler without issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set was retained and will be returned for physical evaluation by the manufacturer.